Event description:
It was reported the pt had his spectra penile prosthesis removed on (B)(6) 2013 due to infection. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Analysis results indicate both cylinders performed within specification. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.